Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a primary alarm failure occurred. This investigation is ongoing.